Event description:
The manufacturer received information alleging lung problems related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2022 alleging difficulty breathing/short of breath, device/power cord or supply too hot to touch related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section.